Manufacturer narrative:
Based on the results of the investigation, the reported event (communications error) most likely occurred due to fluid invasion into the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error code (b30). The event occurred during inspection for use. There were no reports of patient involvement.